Event description:
We have been informed that the resident fell from an aircare seat cushion installed on their chair. It was reported that the resident was moved from the bed and positioned on the chair with the seat cushion installed. After two hours it turned out that the cushion had a leak and was found flat under the resident. The arjohuntleigh service engineer repaired the cushion by replacement of cells pad and connector; after repair the cushion was tested and functioned correctly. The properly operating cushion was put back in use again. It was reported that 2 hours later the resident slid out of the chair onto the floor and remained there until she was found by caregiver staff 2 hours later. In reference to the event the ambulance was called in to assess resident condition. As the paramedic determined that the resident condition was good, she was positioned again onto the cushion. From this moment the resident has been supervised by a relative, who alerted staff that the resident was going to fall off the chair again and that she did not have enough strength to push herself back into the chair. The caregivers were called to transfer the resident to the bed, however, due to lack of strength in her legs they decided to call an ambulance which admitted the resident to hosp. It was confirmed that although the resident was hospitalized there were no injuries reported other than discomfort from lying on the floor and stiffness in her legs. Ref MFR report #1000381138-2013-00005.